Event description:
This unsolicited case from (B)(6) was received on 11-jul-2016 from a gastrointestinal surgeon. This case concerns a (B)(6) years old female patient who received treatment with seprafilm and later, 52 days after receiving treatment, developed abscess and failure of anastomotic sutures. The patient's underlying disease included gastric cancer and the concurrent condition included diabetes mellitus. The patient was using anastomotic device as another concomitant medical device.. No past drugs were reported. On (B)(6) 2016, distal gastrectomy was performed for gastric cancer and 1 sheet of seprafilm was applied directly under the abdominal wall (partially overlapped with the wound) (route, formulation, frequency, indication, batch/lot number and expiration date: not provided). On (B)(6) 2016, 52 days after receiving treatment with seprafilm, the patient experienced failure of anastomotic sutures and abscess developed directly under the abdominal wall (directly under the wound). It was unknown whether the onset site was overlapped with the application site of seprafilm or not. The abscess occurred after the failure of anastomotic sutures. The leak extended to the application site of seprafilm (directly under the wound), and the abscess developed directly under the wound. The severity of the events was not confirmed. On (B)(6) 2016, the events resolved. Corrective treatment: not reported for both the events. Outcome: recovered/ resolved for both the events. A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). No product lot number was provided by the reporter; therefore sanofi genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme are released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots are manufactured under specified process parameters and pass final product specifications. Seprafilm adhesion barrier is packaged in a tyvek holder within a plastic sleeve and sealed in an outer foil pouch. The contents of the foil pouch are sterilized by gamma radiation. Product safety metrics are compiled by sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal would be discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event is reported at a later date, this product event will be reopened and an investigation will be performed by genzyme-sanofi biosurgery quality assurance at that time. Failure of anastomotic sutures (anastomotic leak) reporting gastrointestinal surgeon's seriousness assessment: serious (hospitalization or prolongation of hospitalization) reporting gastrointestinal surgeon's causality assessment: not related abscess (abscess) reporting gastrointestinal surgeon's seriousness assessment: serious (hospitalization or prolongation of hospitalization) reporting gastrointestinal surgeon's causality assessment: probable reporting gastrointestinal surgeon's comment: the patient's age (82 years) and diabetes mellitus (dm) were considered to be alternative explanations for both events. The failure of the sutures occurred, due to which abscess was formed in the application site of seprafilm. The abscess formation prolonged after the improvement of the failure of the sutures. The image was like culture medium. Additional information was received on 22-jul-2016. Ptc number and results were added and text was amended accordingly.

Event description:
This unsolicited case from (B)(6) was received on 11- jul-2016 from a gastrointestinal surgeon. This case concerns a (B)(6) female patient who received treatment with seprafilm and later, 52 days after receiving treatment, developed abscess and failure of anastomotic sutures. The patient's underlying disease included gastric cancer and the concurrent condition included diabetes mellitus. The patient was using anastomotic device as another concomitant medical device.. No past drugs were reported. On (B)(6) 2016, distal gastrectomy was performed for gastric cancer and 1 sheet of seprafilm was applied directly under the abdominal wall (partially overlapped with the wound) (route, formulation, frequency, indication, batch/lot number and expiration date: not provided). On (B)(6) 2016, 52 days after receiving treatment with seprafilm, the patient experienced failure of anastomotic sutures and abscess developed directly under the abdominal wall (directly under the wound). It was unknown whether the onset site was overlapped with the application site of seprafilm or not. The abscess occurred after the failure of anastomotic sutures. The leak extended to the application site of seprafilm (directly under the wound), and the abscess developed directly under the wound. The severity of the events was not confirmed. On (B)(6) 2016, the events resolved. Corrective treatment: not reported for both the events. Outcome: recovered/ resolved for both the events. Failure of anastomotic sutures (anastomotic leak). Reporting gastrointestinal surgeon's seriousness assessment: serious (hospitalization or prolongation of hospitalization). Reporting gastrointestinal surgeon's causality assessment: probable. Abscess (abscess). Reporting gastrointestinal surgeon's seriousness assessment: serious (hospitalization or prolongation of hospitalization). Reporting gastrointestinal surgeon's causality assessment: probable. Reporting gastrointestinal surgeon's comment: the patient's age ((B)(6)) and diabetes mellitus (dm) were considered to be alternative explanations for both events. The failure of the sutures occurred, due to which abscess was formed in the application site of seprafilm. The abscess formation prolonged after the improvement of the failure of the sutures. The image was like culture medium.

Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2016 from a gastrointestinal surgeon. This case concerns an (B)(6) female patient who received treatment with seprafilm and later, 09 days after receiving treatment had suspected failure of anastomotic sutures. The patient's underlying disease included gastric cancer and the concurrent condition before surgery included diabetes mellitus (favorably controlled with the latest hba1c [ngsp] of 6.5%). The patient was using anastomotic device as another concomitant medical device. Concomitant medications include eldecalcitol (eldecalcitol), vildagliptin (equa ), insulin lispro (humalog) for gastric cancer (underlying disease) and cefazolin for prophylaxis of postoperative infection. Patient had none allergic predisposition and did not smoke. Patient had history of surgery: total hysterectomy in 1992. Patient preoperative condition was generally healthy and nutrition status was good. Patient does not have anemia and does not received radiotherapy. On (B)(6) 2016, the patient who was not pregnant was admitted to the reporting hospital for surgery. On (B)(6) 2016, the patient underwent distal gastrectomy with b-I reconstruction for gastric cancer, which was an elective surgery. It was reported that no hyperthermic therapy was performed during the surgery. One sheet of seprafilm was applied directly under the midline wound without wrapping the suture line of the intestinal anastomosis site (route, formulation, frequency, indication, batch/lot number and expiration date: not provided). It was reported that there was no infection in the application site. The condition of application was favorable. There was pre-existing adhesion in the abdominal wall, for which adhesiolysis was performed. No pre-existing non-purulent inflammation or infection was observed in the peritoneal cavity. Intraperitoneal irrigation was performed (3 l). Patient's stomach was resected. No pre-existing non-purulent inflammation or infection was observed in the resection site. It was reported that the resection site was anastomosed with a machine. The operative field was clean-contaminated (involved incision of gastrointestinal tract). The length of laparotomy incision was 25 cm, and involved saturation of 2 layers. The first layer (peritoneum) was sutured with absorbable, synthetic thread (0pds, interrupted suture). The skin was sutured by hand, using absorbable, synthetic thread (4-0 pds, interrupted suture). No pre-existing non-purulent inflammation or infection was observed in the laparotomy incision site. It was reported that the operative time was approximately 4 hours. The volume of haemorrhage was 245 g and no blood transfusion was performed. A close drain was placed on the day, and the drainage condition immediately after the placement was favorable. (The tube was removed on (B)(6) 2016, which was before the onset of the events). On (B)(6) 2016, 09 days after receiving treatment with seprafilm, there was a suspected failure of anastomotic sutures (moderate) (confirmed with CT (computed tomography scan) and fluoroscopy). Intra-abdominal abscess/ abscess developed directly under the abdominal wall (directly under the wound) was made. It was reported that the aspiration drainage was performed. On the same date, white blood cell count (wbc) was 20900/microliter, c-reactive protein (crp) was 25 mg/dl and seg (segmental neutrophil level), 92.0 percent. On the same day, pus culture of the intra-abdominal abscess was collected which isolated streptococcus agalactiae. It was reported that treatment with piperacillin sodium/tazobactam sodium (zosyn) was started. On (B)(6) 2016, ivh catheter was inserted. On (B)(6) 2016, treatment with micafungin sodium (funguard) was started because aza2-d-glucan was 33.5 (units not reported). It was reported that crp was 5.7 mg/dl. Piperacillin sodium/tazobactam sodium (zosyn)was changed to meropenem (meropen). On (B)(6) 2016, contrast study showed improvement of the failure of the sutures, but the abscess cavity directly below the midline wound remained. On (B)(6) 2016, the abscess cavity disappeared. On (B)(6) 2016, patient was discharged from the hospital. It was reported that the hospitalization had been prolonged due to the events. On (B)(6) 2016, the failure of anastomotic sutures resolved. No re-hospitalization or relaparotomy was performed for the events. It was confirmed that the event of "failure of anastomotic sutures" was not related to seprafilm since the event was due to the patient's risk factors (dm and (B)(6)) and surgical invasion. Thus, the company determined the causality assessment as "not related". Corrective treatment: not reported for suspected failure of anastomotic sutures. Outcome: recovered/ resolved. A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). No product lot number was provided by the reporter; therefore sanofi genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme are released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots are manufactured under specified process parameters and pass final product specifications. Seprafilm adhesion barrier is packaged in a tyvek holder within a plastic sleeve and sealed in an outer foil pouch. The contents of the foil pouch are sterilized by gamma radiation. Product safety metrics are compiled by sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal would be discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event is reported at a later date, this product event will be reopened and an investigation will be performed by genzyme-sanofi biosurgery quality assurance at that time. Failure of anastomotic sutures (anastomotic leak) reporting gastrointestinal surgeon's seriousness assessment: serious (hospitalization or prolongation of hospitalization) reporting gastrointestinal surgeon's causality assessment: not related company causality: unlikely related. Reporting gastrointestinal surgeon's comment: the patient's risk factors (dm and (B)(6) of age) and other unspecified factors (surgical invasion, concomitant drug, or concomitantly-used medical device) were considered to be alternative explanations for the failure of anastomotic sutures. The intestinal fluid leaked from the failure of the sutures was infected with seprafilm and formed the abscess directly under the midline wound. Even after the failure of the sutures improved, the abscess cavity did not disappear for a while. Additional information was received on (B)(6) 2016. Ptc number and results were added and text was amended accordingly. Additional information was received on (B)(6) 2016 from a gastrointestinal surgeon. Verbatim was updated for the event of abscess to abscess/intra-abdominal abscess. Concomitant medications were added. Updated the outcome date of "failure of anastomotic sutures": (recovered on) (B)(6) 2016. Reporter's comment, medical history, laboratory data, and concomitant drugs were added. Corrective treatments were added for the event of abscess/intra-abdominal abscess. Clinical course was updated and text was amended accordingly. Additional information was received on (B)(6) 2016 from a gastrointestinal surgeon. The event of "abscess/intra-abdominal abscess" was deleted as it was not an adverse event but a symptom which was observed upon the confirmation of the event "failure of anastomotic sutures". It was confirmed that the event of "failure of anastomotic sutures" was not related to seprafilm since the event was due to the patient's risk factors (dm and (B)(6)) and surgical invasion. The company causality of failure of anastomotic sutures was updated from possibly related to unlikely related. Clinical course updated and text was amended accordingly. Additional information was received on (B)(6) 2017. Event verbatim was updated from failure of anastomotic sutures to suspected failure of anastomotic sutures. Clinical course was updated. Text was amended accordingly.

Event description:
This unsolicited case from (B)(6) was received on 11- jul-2016 from a gastrointestinal surgeon. This case concerns a (B)(6) female patient who received treatment with seprafilm and later, 09 days after receiving treatment had failure of anastomotic sutures. The patient's underlying disease included gastric cancer and the concurrent condition before surgery included diabetes mellitus (favorably controlled with the latest hba1c [ngsp] of 6.5%). The patient was using anastomotic device as another concomitant medical device. Concomitant medications include eldecalcitol (eldecalcitol), vildagliptin (equa ), insulin lispro (humalog) for gastric cancer (underlying disease) and cefazolin for prophylaxis of postoperative infection. Patient had none allergic predisposition and did not smoke. Patient had history of surgery: total hysterectomy in 1992. Patient preoperative condition was generally healthy and nutrition status was good. Patient does not have anemia and does not received radiotherapy. On (B)(6) 2016, the patient who was not pregnant was admitted to the reporting hospital for surgery. On 08-elective surgery. It was reported that no hyperthermic therapy was performed during the surgery. One sheet of seprafilm was applied directly under the midline wound without wrapping the suture line of the intestinal anastomosis site (route, formulation, frequency, indication, batch/lot number and expiration date: not provided). It was reported that there was no infection in the application site. The condition of application was favorable. There was pre-existing adhesion in the abdominal wall, for which adhesiolysis was performed. No pre-existing non-purulent inflammation or infection was observed in the peritoneal cavity. Intraperitoneal irrigation was performed (3 l). Patient's stomach was resected. No pre-existing non-purulent inflammation or infection was observed in the resection site. It was reported that the resection site was anastomosed with a machine. The operative field was clean-contaminated (involved incision of gastrointestinal tract). The length of laparotomy incision was 25 cm, and involved saturation of 2 layers. The first layer (peritoneum) was sutured with absorbable, synthetic thread (0pds, interrupted suture). The skin was sutured by hand, using absorbable, synthetic thread (4-0 pds, interrupted suture). No pre-existing non-purulent inflammation or infection was observed in the laparotomy incision site. It was reported that the operative time was approximately 4 hours. The volume of haemorrhage was 245 g and no blood transfusion was performed. A close drain was placed on the day, and the drainage condition immediately after the placement was favorable. (The tube was removed on (B)(6) 2016, which was before the onset of the events). On (B)(6) 2016, 09 days after receiving treatment with seprafilm, failure of anastomotic sutures (moderate) developed (confirmed with CT (computed tomography scan) and fluoroscopy). Intra-abdominal abscess/ abscess developed directly under the abdominal wall (directly under the wound) was made. It was reported that the aspiration drainage was performed. On the same date, white blood cell count (wbc) was 20900/microliter, c-reactive protein (crp) was 25 mg/dl and seg (segmental neutrophil level), 92.0 percent. On the same day, pus culture of the intra-abdominal abscess was collected which isolated streptococcus agalactiae. It was reported that treatment with piperacillin sodium/tazobactam sodium (zosyn) was started. On (B)(6) 2016, ivh catheter was inserted. On (B)(6) 2016, treatment with micafungin sodium (funguard) was started because î²-d-glucan was 33.5 (units not reported). It was reported that crp was 5.7 mg/dl. Piperacillin sodium/tazobactam sodium (zosyn)was changed to meropenem (meropen). On (B)(6) 2016, contrast study showed improvement of the failure of the sutures, but the abscess cavity directly below the midline wound remained. On (B)(6) 2016, the abscess cavity disappeared. On (B)(6) 2016, patient was discharged from the hospital. It was reported that the hospitalization had been prolonged due to the events. On (B)(6) 2016, the failure of anastomotic sutures resolved. No re-hospitalization or re-laparotomy was performed for the events. It was confirmed that the event of "failure of anastomotic sutures" was not related to seprafilm since the event was due to the patient's risk factors (dm and (B)(6)) and surgical invasion. Thus, the company determined the causality assessment as "not related". Corrective treatment: not reported for failure of anastomotic sutures; outcome: recovered/ resolved. A pharmaceutical technical complaint was initiated with (B)(4). No product lot number was provided by the reporter; therefore sanofi genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme are released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots are manufactured under specified process parameters and pass final product specifications. Seprafilm adhesion barrier is packaged in a tyvek holder within a plastic sleeve and sealed in an outer foil pouch. The contents of the foil pouch are sterilized by gamma radiation. Product safety metrics are compiled by sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal would be discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event is reported at a later date, this product event will be reopened and an investigation will be performed by genzyme-sanofi biosurgery quality assurance at that time. Failure of anastomotic sutures (anastomotic leak) reporting gastrointestinal surgeon's seriousness assessment: serious (hospitalization or prolongation of hospitalization) reporting gastrointestinal surgeon's causality assessment: not related company causality: unlikely related reporting gastrointestinal surgeon's comment: the patient's risk factors (dm and (B)(6)) and other unspecified factors (surgical invasion, concomitant drug, or concomitantly-used medical device) were considered to be alternative explanations for the failure of anastomotic sutures. The intestinal fluid leaked from the failure of the sutures was infected with seprafilm and formed the abscess directly under the midline wound. Even after the failure of the sutures improved, the abscess cavity did not disappear for a while. Additional information was received on 22-jul-2016. Ptc number and results were added and text was amended accordingly. Additional information was received on 17-nov-2016 from a gastrointestinal surgeon. Verbatim was updated for the event of abscess to abscess/intra-abdominal abscess. Concomitant medications were added. Updated the outcome date of "failure of anastomotic sutures": (recovered on) (B)(6) 2016. Reporter's comment, medical history, laboratory data, and concomitant drugs were added. Corrective treatments were added for the event of abscess/intra-abdominal abscess. Clinical course was updated and text was amended accordingly. Additional information was received on 22-dec-2016 from a gastrointestinal surgeon. The event of "abscess/intra-abdominal abscess" was deleted as it was not an adverse event but a symptom which was observed upon the confirmation of the event "failure of anastomotic sutures". It was confirmed that the event of "failure of anastomotic sutures" was not related to seprafilm since the event was due to the patient's risk factors (dm and (B)(6)) and surgical invasion. The company causality of failure of anastomotic sutures was updated from possibly related to unlikely related. Clinical course updated and text was amended accordingly.

Event description:
This unsolicited case from (B)(6) was received on 11- jul-2016 from a gastrointestinal surgeon. This case concerns a (B)(6) female patient who received treatment with seprafilm and later, 09 days after receiving treatment, developed abscess/intraabdominal abscess and failure of anastomotic sutures. The patient's underlying disease included gastric cancer and the concurrent condition before surgery included diabetes mellitus (favorably controlled with the latest hba1c [ngsp] of 6.5%). The patient was using anastomotic device as another concomitant medical device. Concomitant medications include eldecalcitol (eldecalcitol), vildagliptin (equa ), insulin lispro (humalog) for gastric cancer (underlying disease) and cefazolin for prophylaxis of postoperative infection. Patient had none allergic predisposition and does not smoke. Patient had history of surgery: total hysterectomy in 1992. Patient preoperative condition was generally healthy and nutrition status was good. Patient does not have anemia and does not received radiotherapy. On (B)(6) 2016, the patient who was not pregnant was admitted to the reporting hospital for surgery. On (B)(6) 2016, the patient underwent distal gastrectomy with b-I reconstruction for gastric cancer, which was an elective surgery. It was reported that no hyperthermic therapy was performed during the surgery. One sheet of seprafilm was applied directly under the midline wound without wrapping the suture line of the intestinal anastomosis site (route, formulation, frequency, indication, batch/lot number and expiration date: not provided). It was reported that there was no infection in the application site. The condition of application was favorable. There was pre-existing adhesion in the abdominal wall, for which adhesiolysis was performed. No pre-existing non-purulent inflammation or infection was observed in the peritoneal cavity. Intraperitoneal irrigation was performed (3 l). Patient's stomach was resected. No pre-existing non-purulent inflammation or infection was observed in the resection site. It was reported that the resection site was anastomosed with a machine. The operative field was clean-contaminated (involved incision of gastrointestinal tract). The length of laparotomy incision was 25 cm, and involved saturation of 2 layers. The first layer (peritoneum) was sutured with absorbable, synthetic thread (0pds, interrupted suture). The skin was sutured by hand, using absorbable, synthetic thread (4-0 pds, interrupted suture). No pre-existing non-purulent inflammation or infection was observed in the laparotomy incision site. It was reported that the operative time was approximately 4 hours. The volume of haemorrhage was 245 g and no blood transfusion was performed. A close drain was placed on the day, and the drainage condition immediately after the placement was favorable. (The tube was removed on (B)(6) 2016, which was before the onset of the events). On (B)(6) 2016, 09 days after receiving treatment with seprafilm, failure of anastomotic sutures (moderate) developed (confirmed with CT (computed tomography scan) and fluoroscopy). A diagnosis of intra-abdominal abscess/ abscess developed directly under the abdominal wall (directly under the wound) was made. It was reported that the aspiration drainage was performed. On the same date, white blood cell count (wbc) was 20900/microliter, c-reactive protein (crp) was 25 mg/dl and seg (segmental neutrophil level), 92.0 percent. On the same day, pus culture of the intra-abdominal abscess was collected which isolated streptococcus agalactiae. It was reported that treatment with piperacillin sodium/tazobactam sodium (zosyn) was started. On (B)(6) 2016, ivh catheter was inserted. On (B)(6) 2016, treatment with micafungin sodium (funguard) was started because î²-d-glucan was 33.5 (units not reported). It was reported that crp was 5.7 mg/dl. Piperacillin sodium/tazobactam sodium (zosyn)was changed to meropenem (meropen). On (B)(6) 2016, contrast study showed improvement of the failure of the sutures, but the abscess cavity directly below the midline wound remained. On (B)(6) 2016, the abscess cavity disappeared. On (B)(6) 2016, patient was discharged from the hospital. It was reported that the hospitalization had been prolonged due to the events. On (B)(6) 2016, the failure of anastomotic sutures resolved. No re-hospitalization or relaparotomy was performed for the events. Corrective treatment: not reported for failure of anastomotic sutures; piperacillin sodium/tazobactam sodium (zosyn), meropenem (meropen), micafungin sodium (funguard) and immunoglobulin human normal (gamma globulin) for abscess/intra-abdominal abscess. Outcome: recovered/ resolved for both the events. A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). No product lot number was provided by the reporter; therefore sanofi genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to this event. All seprafilm lots manufactured by genzyme are released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots are manufactured under specified process parameters and pass final product specifications. Seprafilm adhesion barrier is packaged in a tyvek holder within a plastic sleeve and sealed in an outer foil pouch. The contents of the foil pouch are sterilized by gamma radiation. Product safety metrics are compiled by sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal would be discussed during these trending meetings and escalated to the safety governance for adjudication. If a lot number for this event is reported at a later date, this product event will be reopened and an investigation will be performed by genzyme-sanofi biosurgery quality assurance at that time. Failure of anastomotic sutures (anastomotic leak). Reporting gastrointestinal surgeon's seriousness assessment: serious (hospitalization or prolongation of hospitalization). Reporting gastrointestinal surgeon's causality assessment: not related. Abscess (abscess). Reporting gastrointestinal surgeon's seriousness assessment: serious (hospitalization or prolongation of hospitalization). Reporting gastrointestinal surgeon's causality assessment: probable. Reporting gastrointestinal surgeon's comment: the patient's risk factors (dm and 82 years of age) and other unspecified factors (surgical invasion, concomitant drug, or concomitantly-used medical device) were considered to be alternative explanations for the failure of anastomotic sutures. The intestinal fluid leaked from the failure of the sutures was infected with seprafilm and formed the abscess directly under the midline wound. Even after the failure of the sutures improved, the abscess cavity did not disappear for a while. Additional information was received on 22-jul-2016. Ptc number and results were added and text was amended accordingly. Additional information was received on 17-nov-2016 from a gastrointestinal surgeon. Verbatim was updated for the event of abscess to abscess/intra-abdominal abscess. Concomitant medications were added. Updated the outcome date of "failure of anastomotic sutures": (recovered on) 09-oct-2016. Reporter's comment, medical history, laboratory data, and concomitant drugs were added. Corrective treatments were added for the event of abscess/intra-abdominal abscess. Clinical course was updated and text was amended accordingly.